Event description:
Event description guidant received information that nine months post implant, this transvenous defibrillation lead exhibited a decrease in ventricular pacing impedance, and poor r-wave measurements. There were no acute changes in the patient's condition reported that may have caused the change in lead values.